Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive needed to be replaced and placed it on order. No conclusion can be drawn as further repair info is unavailable.

Event description:
The customer reported the system would not boot up. No pt injury was reported.